Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with atrial lead noise and low, out of range impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. A complete lead was returned in two pieces. An internal short was discovered between the inner coil and outer coil conductor paths. External insulation abrasion due to suture sleeve tie down forces was noted 31.3cm - 31.4cm from the distal tip, leading to an inner insulation breach and exposure of the inner coil. This is consistent with the observation from the field of noise and low impedance.